Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. No additional information was provided.